Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported nevro that the patient developed a blood clot in the brain. Nevro attempted to obtain a medical assessment regarding the nature of the blood clot but was unsuccessful. The patient had an MRI and the device has been turned off. The patient continues to be under supervision of their physician.

Manufacturer narrative:
Follow-up indicated that the physician scheduled the patient to have the device removed in order to focus on their other health issues.